Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 525 mg/dl; cause was unknown. A correction bolus was delivered to address bg prior to the hospitalization. Customer was treated with intravenous fluids to address the elevated bg. A system check was performed and no issues were observed with the cartridge, infusion set or the pump. No further information was available regarding this event as customer disconnected the call.